Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: a medtronic representative went to the site to test the imaging system. The reported issue was confirmed and the motion batteries were not charging/holding a charge. They checked the charger boards and the battery voltages. They verified the motion read-back. They replace motion batteries, check voltages, test drive system, verify chargers. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the motion batteries were failing on the system. No patient was present at the time of the event.